Event description:
It was reported that during an endovascular treatment (evt) procedure, balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 2.5mm x 220mm x 150cm coyote balloon catheter was used to treat the lesion. During the first inflation the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's status post-procedure was good.

Manufacturer narrative:
Patient age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).